Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: item#73-2418 , lot# unk, sternalock® blu system scrw 2.4x18mm cancelous lockng. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00280.

Event description:
It was reported that during a revision sternal procedure, that two screw heads fractured off of the shafts leaving the fragments in the patient. The clinical assistant noted a clean break without danger to the patient, and posts were fully purchased to cortical bone. The plate was moved downwards and was successfully locked with the second attempt. No injury or impact to the patient was noted.